Manufacturer narrative:
The field service engineer (fse) determined the wash pump was drawing air into the pump housing from the pump piston and air bubbles were forming within the wash solution due to negative pressure buildup within the pump. The fse replaced the wash valve assembly (rotor, stator, and seals) and resolved the issue. The fse verified system check and high sensitivity (hs) system check results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. Patient samples were centrifuged in a stat spin express 2 centrifuge for 3 minutes. System check, performed on the day of the event, passed within specification. Quality control (qc) also recovered within the expected range. This medwatch report is related to MDR 2122870-2013-00068.

Event description:
The customer reported elevated troponin I (access accutni) results, for multiple patients, involving the access 2 immunoassay system. Two of the patient's initial results were above the acute myocardial infarction (ami) limit of the assay. Subsequent analyses of the patient samples, on an alternate access 2 system, recovered lower results, below the ami limit. Three other patient's initial results were within the risk stratification range of the assay. Subsequent analyses of the patient samples, on the alternate access 2 system, recovered lower results within the normal reference range. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of two.